Manufacturer narrative:
(B)(4). D10: cat# 00999301745, lot# 60469677, femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 10 years later due to stem fracture. The stem broke at the junction of the femoral body. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted zmr stem, with the end fractured off. The device is covered in bio debris. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.